Event description:
It was reported that the patient presented for routine device change-out. Insulation damage with externalized conductors was observed via fluoroscopy. Lead was capped and replaced. One month later, lead was explanted when the patient developed sepsis after a new system was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. The distal end was not received. Internal abrasion was found at 21.5cm to 25.3cm and at 0cm to 1.3cm from the distal end due to friction to another device.